Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had cubie failure, and it was unable to recover. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a debris contamination issue. A field service engineer released all pockets and cleared all foreign debris around the pocket contacts to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.